Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air water cylinder and air water tube, and residual liquid at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the white foreign material detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.